Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files recorded no external power events on 16sep2024 and 17sep2024. The backup battery was used to support the system during these events. Motor function was not affected by this event. Per the site, the power cord may have come loose on 16sep2024 and 17sep2024. The patient has very impaired vision and some memory deficit and now has an aide helping.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was determined to be unrelated to the mobile power unit (mpu) and will be addressed under the system controller investigation. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu has the v-lock connector in use on the ac power cord, if any product was exchanged and will be returning; however, no additional information was provided and to date, no product has been received. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The heartmate ii instruction for use (rev. C) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate ii patient handbook (rev. C) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.